Manufacturer narrative:
The cables/connectors were replaced and this resolved the issue. Analysis of suspect cables/connectors as follows: cable (B)(4) j7 charger conn confirmed reported problem "broken wires." Visual inspection confirmed j7 pin 5 and 6 separated from j7 connector. Continuity testing confirmed all other continuity good. Damaged j7 connector cable (B)(4) j7 battery conn confirmed reported problem "broken wires." Visual inspection confirmed j7 pin 4 separated from j7 connector. Continuity testing confirmed all other continuity good. Damaged j7 connector.

Event description:
A medtronic field service engineer reported that during a pm he noticed the j7 connector for the battery connection cable had a pin that was broken off and needed to be replaced. Also, the battery charger j7 cable was misplaced; it had not been wired properly per system manual instructions. System was still fully functional no patient involvement.